Manufacturer narrative:
(B)(4). The lot was manufactured from july 22, 2014 ¿ july 23, 2014. The actual sample was not available for evaluation. However, a picture of the sample was provided for evaluation. Visual inspection on the picture noted that the tubing was completely detached from the white flow restrictor housing. Therefore, the reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume infusor disconnected from an unspecified component or device. There was no patient involvement as this occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.